Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the left ventricular (lv) lead dislodged. An attempt was made to replace the lead, however, failed due to the patient's anatomy. The lead was removed and not replaced. No patient complications have been reported as a result of this event.